Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters upn: m365sc9218550, model: sc-9218-55, serial: (B)(6), batch: 7032290/7022656.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed for unknown reason. No further information has been obtained despite good faith efforts.